Event description:
The report received indicated that during a coronary procedure, the balloon could not inflate. Two to three inflation attempts were conducted; however, the balloon did not respond to the applied pressure. Further info indicated the device prepped normally and there were no anomalies noticed. There was no report of injury to the pt. The product was returned for evaluation and during functional analysis of the unit, it was identified that deflation of the balloon was very difficult.

Manufacturer narrative:
During a coronary intervention, a firestar ptca balloon catheter failed to inflate. The unit was removed without injury to the pt. As reported, the balloon had prepped normally and there was no difficulty advancing the balloon catheter. A clinically used 2.0/15mm firestar ptca balloon catheter was returned for analysis. Residuals of crystallized inflation medium were observed inside the balloon and inflation lumen. After the residuals of crystallized inflation medium were dissolved out of the inflation lumen, the catheter was connected to an indeflator in order to inflate the balloon. Difficulties were experienced during inflation of the balloon, it could only be inflated when the device was pressurized above the 6atm. Deflation of the balloon was hardly possible, and only when the proximal balloon seal was manually manipulated. The inflation medium used was a mixture (50/50) of water and contrast medium (renocal 76). Microscopic examination performed on the outer surface of the proximal balloon seal revealed no anomalies that can be associated with the balloon inflation and deflation difficulty. A longitudinal section analysis of the proximal balloon seal area revealed that there was a step of outer body material close to the distal end of the outer body. This step of outer body material caused a decreased inner diameter of the outer body. Due to the decreased inner diameter of the outer body, the inflation lumen at this area was also decreased, causing the inflation and deflation difficulties. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The balloon multiple inflation and deflation tests were passed. The complaint was confirmed. The inflation and deflation difficulties were determined to be related to the manufacturing process. Based on reports of deflation difficulties encountered with the fire star ptca balloon catheter, cordis corporation has initiated a worldwide voluntary recall for all distributed lots.